Manufacturer narrative:
Manufacturer investigation conclusion: the reported separation of the driveline bend relief from the metal connector was confirmed from the submitted movie. However, a specific cause as well as a direct correlation to the heartmate ii left ventricular assist system (lvas), serial number (B)(6) could not conclusively be determined through this evaluation. It was reported that the patient¿s driveline had a tear in the distal end bend relief. The submitted log contained data from (B)(6) 2021 at 12:10:00 to (B)(6) 2021 at 15:11:50. The pump speed was set at 10000 rpm with a low speed limit of 9600 rpm. No other abnormal events were captured. The pump operated above the low speed limit for the duration of the captured data. The pump appeared to operate as expected. The customer submitted a video depicting damage to the distal end bend relief of the driveline. The bend relief appeared to be separated from the metal connector. A clam shell repair was performed on (B)(6) 2021. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) . No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on (B)(6) 2016. The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas IFU section 6-13 discusses damage due to wear and fatigue of the driveline. The patient handbook and IFU also caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that there was a tear in the distal end of the bend relief of the driveline insertion into the system controller. A clam shell repair was completed.